Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she lost her inserter device and that she has experienced high blood glucose of 456 mg/dl. Customer was advised that a new device would be provided to her. No further information was given.